Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, the patient had a failed non-edwards valve in the pulmonic position, requiring 29mm sapien 3 ultra resilia (s3ur) implant. During the procedure the non-edwards valve was fractured before valve implantation with a 26mm true dilatation balloon. This balloon ruptured but was able to be retrieved through the 26mm gore dry seal sheath. The physician then delivered 29mm s3ur and began deploying the valve. After inflating with -2ccs in the atrion, the 29mm commander balloon ruptured. The valve was deployed enough to seal the surgical valve. The commander balloon was unable to be pulled back into the gore dry seal sheath. The physician got ij access and tried to snare commander balloon. The physician eventually used an ono device and successfully removed the commander balloon from the ij sheath, cut the delivery system, and pulled the delivery system out from the femoral vein. There was no patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. A voluntary medwatch was submitted under report (B)(4). The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The following sections of this report have been corrected per FDA request: voluntary medwatch reference moved from h.11 to h.10. The complaint for balloon burst was unable to be confirmed as the complaint unit or procedural imagery was not returned. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. In this case, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and was not identified through investigation. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''fractured mosaic before valve implantation with a 26mm true dilatation balloon. This balloon ruptured but was able to be retrieved through the 26mm gore dry seal sheath. The physician then delivered 29mm s3ur and began deploying valve. After inflating with -2cc's in the inflation device, the balloon ruptured. The valve was deployed enough to seal surgical valve. The commander balloon was unable to be pulled back into the gore dry seal sheath. Got ij access and tried to snare commander balloon. Physician eventually used an non-edwards device and successfully removed the commander balloon from the ij sheath, cut the delivery system, and pulled the delivery system out from the femoral vein. There was no patient injury.'' A potential cause for the balloon burst is due to the non-edwards valve. The presence of a preexisting bioprosthesis can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, preexisting bioprosthesis can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, as the balloon was burst, the altered balloon profile could have made it more susceptible to catch on patient vasculature and/or the sheath tip, which would have then led to the experienced retrieval difficulty. Of note, the commander delivery system with sapien 3 ultra resilia is not indicated for use in the pulmonic position. While a definitive root cause was unknown, available information suggests that patient factors (preexisting bioprosthesis) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions are required.